Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 5 and 6cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The catheter was flattened between the 0cm and 2cm marks. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "patient calls in on the emergency phone at the day care. Was during the day with his district nurse at his regular care center and had his PICC line for care and maintenance . When the nurse is ready and should be flushed, there will be a leak under the new dressing. Patient calls the day care and may come along at once. They put a compress under the PICC line and flush it and have a leakage. Ask a colleague to also see and assess. Decides to take it away. This goes as smoothly as possible. Piccline is set (B)(6) 2024- at two attempts- tube outside marked at 5 cm. Removes PICC line- see that there is an extremely small hole on the tube - marked at 8cm ¿ that means it have been inside the vein. Patient receives a new appointment for the admission of a new PICC line 17/4 - in time for the next treatment which is 18/4. There was no exposure to blood or bodily fluids". No other information was provided.

Event description:
It was reported, "patient calls in on the emergency phone at the day care. Was during the day with his district nurse at his regular care center and had his PICC line for care and maintenance. When the nurse is ready and should be flushed, there will be a leak under the new dressing. Patient calls the day care and may come along at once. They put a compress under the PICC line and flush it and have a leakage. Ask a colleague to also see and assess. Decides to take it away. This goes as smoothly as possible. Piccline is set (B)(6) 2024 - at two attempts- tube outside marked at 5 cm. Removes PICC line- see that there is an extremely small hole on the tube - marked at 8cm ¿ that means it have been inside the vein. Patient receives a new appointment for the admission of a new PICC line (B)(6) - in time for the next treatment which is (B)(6). There was no exposure to blood or bodily fluids". No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter is 39cm. Inserted in basilic vein with 5cm exit site markings. Secured with securacath. Oncology treatment; immunotherapies (car-t cells, monoclonal antibodies) folfox, panitumumab. Break found at 8cm 61 days after insertion. Chlorhexidine 5mg/ml 250ml bottle used to clean catheter site during dressing change. Additional comments: leakage was discovered at the health center after care and maintenance when flushing. The patient goes up to the treatment unit and the PICC line is removed. Then find a small hole.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 5 and 6cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The catheter was flattened between the 0cm and 2cm marks. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "patient calls in on the emergency phone at the day care. Was during the day with his district nurse at his regular care center and had his PICC line for care and maintenance . When the nurse is ready and should be flushed, there will be a leak under the new dressing. Patient calls the day care and may come along at once. They put a compress under the PICC line and flush it and have a leakage. Ask a colleague to also see and assess. Decides to take it away. This goes as smoothly as possible. Piccline is set (B)(6) 2024 at two attempts- tube outside marked at 5 cm. Removes PICC line- see that there is an extremely small hole on the tube - marked at 8cm ¿ that means it have been inside the vein. Patient receives a new appointment for the admission of a new PICC line 17/4 - in time for the next treatment which is 18/4. There was no exposure to blood or bodily fluids". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "patient calls in on the emergency phone at the day care. Was during the day with his district nurse at his regular care center and had his PICC line for care and maintenance . When the nurse is ready and should be flushed, there will be a leak under the new dressing. Patient calls the day care and may come along at once. They put a compress under the PICC line and flush it and have a leakage. Ask a colleague to also see and assess. Decides to take it away. This goes as smoothly as possible. Piccline is set (B)(6) 2024 at two attempts- tube outside marked at 5 cm. Removes PICC line- see that there is an extremely small hole on the tube - marked at 8cm ¿ that means it have been inside the vein. Patient receives a new appointment for the admission of a new PICC line 17/4 - in time for the next treatment which is (B)(6) . There was no exposure to blood or bodily fluids". No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter is 39cm. Inserted in basilic vein with 5cm exit site markings. Secured with securacath. Oncology treatment ;immunotherapies (car-t cells, monoclonal antibodies) folfox, panitumumab. Break found at 8cm 61 days after insertion. Chlorhexidine 5mg/ml 250ml bottle used to clean catheter site during dressing change. Additional comments: leakage was discovered at the health center after care and maintenance when flushing. The patient goes up to the treatment unit and the PICC line is removed. Then find a small hole.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 5 and 6cm marks.. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The catheter was flattened between the 0cm and 2cm marks. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.